Event description:
According to reporter, they were unable to ventilate post intubation. They visualized the interior of the microlaryngeal tube with bronchoscope. Tube was occluded against the anterior wall of trachea. Tube removed, patient recovered after tube removed.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.